Event description:
The end user's daughter reported the end user had an irritation under the mass that developed around the stoma. The irritation had developed within the last week.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user was advised to apply stomahesive powder and barrier wipes. No sting barrier wipes and samples were sent to the end user. The complaint has been evaluated by the site of manufacture. Medical and regulatory statements have been reviewed. Skin discomfort complaint issues were investigated in detail by convatec quality engineering. There was no returned product available for review. A specific root cause could not be determined. The investigation found no significant trends; the trend depicted was random ad consistent with the medical advisement and care noted by healthcare providers. Further details of the investigation are documented in the convatec document control system. Skin related field feedback and/or complaints will continue to be tracked and evaluated according to the convatec, inc. Procedures. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).